Event description:
It was reported that this right atrial lead exhibited oversensing. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced pacing inhibition due to the farfield oversensing. Reprograming of the device was discussed. This lead remains in service.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: patient codes h6: impact codes.

Event description:
It was reported that this right atrial lead exhibited oversensing. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.